Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter powered off during use. The complaint was classified based on customer care advocate (cca) documentation, as the patient was unavailable for follow-up when contacted by medical surveillance (ms). The patient reported that the meter issue began ¿three to four months¿ prior to contacting lfs. The patient detailed that she manages her diabetes with oral medication, diet and, for two years prior to contacting lfs, had been exercising. The patient reported that ¿three months¿ prior to contacting lfs, she developed a symptom of ¿blurry vision¿. The patient claimed that ¿eight days¿ prior to contacting lfs she presented at a doctor¿s office where she received a ¿24 hour urine test and an ultrasound¿. The patient also detailed that on (B)(6) 2014, she obtained a blood glucose reading of ¿139mg/dl¿ on a doctor¿s meter. During troubleshooting, the cca noted that the meter batteries did not need to be replaced and that there was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.